Event description:
It was reported that the patient collapsed and became unresponsive at home and the family called 911. The patient coded in the emergency room (ER) and after an hour of coding, the family decided to make them do not resuscitate (dnr). The death was not considered to be device related and per the report from the outside ER, the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.